Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash. The patient's nurse reported that the patient was developing a rash under the electrodes. The patient's nurse recommended that the patient take benadryl and to apply a cream to the rash. Follow-up indicated that the rash was improving.